Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly for analysis. Signs of use were observed on the tubing. Visual analysis of the guide wire confirmed three major kinks and one long continuous bend. This damage resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Further analysis of the guide wire product drawing revealed that the guide wire markings on the returned sample do not match the markings from the product drawing. This indicates that the returned guide wire is not the same guide wire normally packaged within the reported finished good. Visual analysis could not be performed on the arrow raulerson syringe (ars) as it was not returned for analysis. The major kinks on the guide wire measured 25mm, 37mm, and 580mm from the proximal weld. The guide wire total length measured 602mm which is not within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.84mm, which is not within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. These results indicate that the customer either reported the incorrect part number or returned the incorrect device. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Resistance was encountered at the location of the kinks; however, the guide wire was able to pass. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Functional testing with the actual ars could not be performed as it was not returned for analysis. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed on the reported batch, and no relevant findings were identified. The IFU provided with the kit, informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked and bent in several locations; however, dimensional analysis revealed that the returned guide wire does not match the specifications of the guide wire packaged within the reported finished good. It is unknown if the customer returned the incorrect sample or if they reported the incorrect finished good. Additionally, the ars involved with this event was also not returned for analysis. Based on these circumstances, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: swg resistance/kinking. The issue was identified during use on a patient but there were no reported adverse reactions. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The customer returned one guide wire assembly for analysis. Signs of use were observed on the tubing. Visual analysis of the guide wire confirmed three major kinks and one long continuous bend. This damage resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Further analysis of the guide wire product drawing revealed that the guide wire markings on the returned sample do not match the markings from the product drawing. This indicates that the returned guide wire is not the same guide wire normally packaged within the reported finished good. Visual analysis could not be performed on the arrow raulerson syringe (ars) as it was not returned for analysis. The major kinks on th e guide wire measured 25mm, 37mm, and 580mm from the proximal weld. The guide wire total length measured 602mm, which is not within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.84mm, which is not within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. These results indicate that the customer either reported the incorrect part number or returned the incorrect device. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Resistance was encountered at the location of the kinks; however, the guide wire was able to pass. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Functional testing with the actual ars could not be performed as it was not returned for analysis. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed on the reported batch, and no relevant findings were identified. The IFU provided with the kit, informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked and bent in several locations; however, dimensional analysis revealed that the returned guide wire does not match the specifications of the guide wire packaged within the reported finished good. It is unknown if the customer returned the incorrect sample or if they reported the incorrect finished good. Additionally, the ars involved with this event was also not returned for analysis. Based on these circumstances, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: swg resistance/kinking. The issue was identified during use on a patient but there were no reported adverse reactions. The patient was reported as fine post the procedure.

Event description:
It was reported that: swg resistance/kinking. The issue was identified during use on a patient but there were no reported adverse reactions. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4).